Event description:
The customer called and reported the insulin pump motor was not delivering insulin, the screen went blank, and he received an unexpected restart alarm. Customer's blood glucose was unknown at the time of the incident and 70 mg/dl most recently at the time of this report. The insulin pump had not been bumped, dropped, or exposed to moisture. The customer stated there was no relevant damage or corrosion. When customer inserted a new battery, the display returned. Customer stated the insulin pump was not stored or not in use for an extended period of time and the alarm did not occur shortly after inserting a new battery. The customer declined to receive a replacement battery cap to rule out any battery cap issues, or to receive a replacement insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.